Event description:
During a laparoscopic cholecystectomy procedure, the scope did not have any light transmission. The surgeon applied another device without patient injury.

Manufacturer narrative:
11/18/1998-supplemental report #1 submitted to FDA. Please disregard the event submitted under this reference number as we have determined that it is a duplicate of a previously submitted event.